Manufacturer narrative:
Two opened sensors were inspected and performed bicarbonate buffer test. One out of the four sensors failed for high readings, and three remaining sensors passed per spec with accurate readings. The cannulas were also found to be split from the tubing.

Event description:
The customer reported via phone call of having issues with their sensor. The customer states receiving low blood glucose messages. The customer states the readings are inaccurate to their actual blood glucose levels. The customer's blood glucose level at the time of incident was 100mg/dl. The device is being returned for analysis and replaced.